Event description:
Affiliate reported that under drainage was noted, and the valve needed to be replaced.

Manufacturer narrative:
Codman has requested to have the device returned for evaluation. Upon completion of the investigation, a follow up report will be filed.